Event description:
Healthcare professional reported, right side "deflation". The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Deflation: not observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side "deflation". The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22jul2024.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted.